Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the cut video cable protector and damaged fiber bonding could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the protector of the video cable section is cut and the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.